Event description:
It was reported that pump generated repeated cartridge alarms during cartridge loading despite caller following instructions and attempting to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, technical support guided customer through proper loading steps and storage mode instructions, arranged replacement pump under warranty, instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label.